Event description:
It was reported that a user transitioning the ilet to work with a dexcom g7 experienced intermittent loss of glucose readings on the ilet despite the sensor being active, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and trainer and analysis of information provided by them. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure localized to device components associated with the antenna and electrical/magnetic interfaces. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.